Event description:
It was reported that the implant at tooth site #unknown was removed due to infection. Pain for several weeks, pt was prescribed antibiotics but pain and infection did not subside. Symptoms as a result of the event: inflammation, pain & swelling. Placement of new implant in the future.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.